Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was described as an itching, red and dry area, in the form of the sensor patch. Reaction was located at the site of sensor insertion. On (B)(6) 2016, patient had the site reviewed by the doctor after sensor removal and they recommended that the patient obtain over-the-counter (B)(6). Affected area was treated with the (B)(6) and patient stated that the redness went away after 1.5 weeks of cream use. Date of issue/intervention was an approximation as patient had been part of a trial months prior to reporting the event and could not recall exact time frame. No additional event or patient information was provided.